Event description:
It was reported when using the pyxis medstation es system, the staff are unable to log in using the keyboard. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that cable require reset. A field service engineer, reseated usb cable and turned off sleep mode for usb input devices under device manager also rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.